Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, granuloma, anxiety-product/procedure, pain, depression, scleroderma (not device related), varied injuries (not device related).

Event description:
Patient's representative reported left side depression and anxiety associated with the device recall as well as significant pain and tenderness in the breast, enlarged lymph nodes, scleroderma, siliconoma, histiocytic reactions and regressive changes in the capsule tissue (side unknown). Patient's representative has advised that the patient has suffered 29 symptoms of breast implant illness (bii) since the implantation and has developed a fungus in the lung. Device remains implanted.